Event description:
Intracoronary stent was deployed in rca. In attempting to re-establish wire position, wire became tangled in stent and broke off during md's attempt to remove it. Segment of wire remains coiled in stent with a segment hanging into the artery.